Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the leads were replaced due to insufficient coverage. Patient had an existing drg system. Patient had a drg trial to see if coverage could be expanded. Patient and physician determined the trial provided better coverage than the existing system.

Manufacturer narrative:
Correction d4: device information.

Event description:
Related manufacturer report number 1627487-2021-01130, 1627487-2021-01129, 1627487-2021-01127. It was reported that the patient had their leads explanted and replaced for an unknown reason.